Event description:
It was reported that this device delivered multiple inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks due to an episode of atrial arrhythmia. Therapy was not exhausted and the therapy was given outside of an isolated episode. The patient was given medication to lower the rhythm and received an av node ablation (given his inconsistency in taking rate control medications and reluctance to take additional medications). No adverse patient effects were reported. The device remains in service.